Manufacturer narrative:
Medical device expiration date: unknown. Medical device manufacturer: location unavailable. Bd corporate location in (B)(4). Manufacturing location: location unavailable. Bd corporate location in (B)(4). Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® were having hemolysis, no report of medical interventions or serious injury.